Event description:
Procedure: prostatectomy. Reportedly, during a prostate operation via the urethra, the pt was anesthetized using a spinal block. Activating the electrosurgical unit apparently caused the patient's legs to twitch abnormally, sparks were reported across the endoscopic urethra cutting tool handle. Various peripheral leads, pads, etc. Were checked/changed and the operation was finally completed. Initially the pt was thought to be fine, but later had to be transferred to another department with a suspected perforated bladder neck.